Manufacturer narrative:
The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in the clinic on (B)(6) 2015. Upon interrogation of the patient's system controller, a pump stoppage was noted. The pump stoppage occurred on (B)(6) 2015. The patient had reportedly just switched to the power module and laid down in bed when the alarm sounded. The alarm reportedly lasted a few seconds and resolved when the patient sat up. The system controller log file was submitted to the manufacturers technical services representative for review. A pump stoppage was captured when the pump was powered by the power module. X-ray images of the driveline did not appear to show any areas of interest. The driveline was evaluated and no broken wires were detected. Two ungrounded power module patient cables were provided to the patient. The patient was asymptomatic during the event. It was reported that the patient was being evaluated for a pump exchange but it was not yet determined if an exchange would occur; the patient was to continue use of the ungrounded patient cable for now. No further alarms have been reported.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the information contained in the submitted log file. The log file captured a low speed and low flow hazard alarm and two pump stoppage events while the patient was supported by the power module and patient cable. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have potentially been the result of a compromised wire in the patient¿s driveline; however, a specific cause for the events could not be conclusively determined without a full evaluation of the driveline. The patient remains ongoing on vad support with the ungrounded patient cable. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.